Manufacturer narrative:
Sc-1132 (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an explant procedure wherein all device components were removed. The explanted paddle lead was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn:m365sc8336700. Model:sc-8336-70. Serial: (B)(6). Batch:18560716.

Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an explant procedure wherein all device components were removed. The explanted paddle lead was not returned as it was discarded by the medical facility.